Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 679 mg/dl. Customer attempted to self treat bg level via correction bolus via pump however, was admitted to the hospital. Customer was treated intravenously with fluids and insulin at the hospital. Customer was released with issue resolved and no permanent damage.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.